Manufacturer narrative:
Since the device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. The most probable root cause of this issue is being assigned as operational context; anatomical/procedural factors encountered during the procedure limited the device's performance. The reported issue of a broken handle on the delivery system is consistent with excessive tensile force having been applied to the shaft. Additionally, it was noted that the patient's anatomy was tortuous. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used to treat a 4cm malignant stricture within the colon on (B)(6), 2010. According to the complainant, the white knob of the delivery system broke off while trying to deploy the stent. The physician tried to reconstrain the stent which had been partially deployed, but he noticed that a portion of the catheter had accordioned up. The physician was able to unaccordian this part of the catheter and successfully implant the stent. Additionally, it was noted that the patient's anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.